Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the infusion set tape did not adhere on (B)(6) 2026. The patient had high blood glucose levels (371mg/dl). No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.